Manufacturer narrative:
(B)(4). Batch # m53n91. The analysis found that one psee60a device was returned in good visual condition and with a gst60g cartridge reload present. The cartridge was received unfired and damaged. Several drivers were missing, damaged drivers, damaged cartridge body, damaged one piece sled and damaged pan was the damaged noted on the returned cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the cartridge became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an lvad procedure, on the fifth firing with the device, it didn't fire. When the load was removed, the pan separated from the bottom of the reload and all the drivers came out. It was not known what type of reload was used. This occurred over a table, so nothing fell into the patient. No buttressing material was used. Another like device was used to complete the procedure. No patient consequences were reported.